Event description:
Ous MDR - it was reported that about 48 months after the implantation the device showed eri indication, which is considerably premature. The output settings and lead impedances were in normal range. No adverse patient side effects were reported. The device was explanted and returned for analysis.

Manufacturer narrative:
Interim analysis report:the pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message on the programmer indicating a battery voltage decrease. Therefore, the pacemaker's memory content was analyzed. During the inspection a battery voltage decrease was confirmed, the current consumption of the pacemaker was found to be normal. The ability of the device to deliver therapies was verified. No therapy was available as a result of the depleted battery. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. Furthermore, the electronic module was attached to an external power supply and it functioned as expected. Therefore the battery was sent to the manufacturer for analysis. As of today the analysis of the battery is ongoing. In summary, the clinical observation was confirmed during analysis i.e. The battery was found depleted upon receipt. The current consumption was found to be normal and the electronic module worked as expected when attached to an external power supply. The battery was sent to the manufacturer for analysis and is still under investigation. We will provide an update of this report as soon as the analysis of the battery has been completed.

Manufacturer narrative:
Interim analysis report:the pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message on the programmer indicating a battery voltage decrease. Therefore, the pacemaker¿s memory content was analyzed. During the inspection a battery voltage decrease was confirmed, the current consumption of the pacemaker was found to be normal. The ability of the device to deliver therapies was verified. No therapy was available as a result of the depleted battery. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. Furthermore, the electronic module was attached to an external power supply and it functioned as expected. Therefore the battery was sent to the manufacturer for analysis. As of today the analysis of the battery is ongoing. In summary, the clinical observation was confirmed during analysis i.e. The battery was found depleted upon receipt. The current consumption was found to be normal and the electronic module worked as expected when attached to an external power supply. The battery was sent to the manufacturer for analysis and is still under investigation. We will provide an update of this report as soon as the analysis of the battery has been completed. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message on the programmer indicating a battery voltage decrease. Therefore, the pacemaker's memory content was analysed. During the inspection a battery voltage decrease was confirmed, the current consumption of the pacemaker was found to be normal. The ability of the device to deliver therapies was verified. No therapy was available as a result of the depleted battery. During the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. Furthermore, the electronic module was attached to an external power supply and it functioned as expected. Therefore the battery was sent to the manufacturer for analysis. Analysis results of the battery:the manufacturing process for the battery was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Subsequently the battery was subjected to a visual and an electrical inspection, including x-ray as well as microcalorimetry analysis and confirmed the battery depletion. The destructive analysis revealed that the clinical event resulted from an internal short circuit within the battery. In conclusion, the clinical event resulted from an internal short circuit within the battery.